Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed by failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the vio integrated electro surgical generator unit (iesu) to resolve the c-34 error. The system was tested and is ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called an isi technical support engineer (tse) and reported that they were facing a constant error c-34 on the erbe generator. The tse requested caller to power cycle the erbe but issue reoccurred. The tse asked caller if there was a source of magnetic interference close by. This can be caused by other electrosurgicalunit (esus), which was not the case. The tse guided the csr disconnect the power cord from generator, to wait 1 minute and to restart generator, but issue keeps coming back with errors c-00 and c-54. The tse asked caller if the erbe generator was connected to a dedicated ac outlet, and it was connected to a power strip. The tse requested the csr to connect generator to a dedicated ac outlet and restart erbe but issue persists. To isolate the issue, tse had caller to take the power cord from e-100 generator (not used at this moment) and to connect to the faulty erbe to another wall power socket, but issue persists. The tse explained to the csr that the faulty erbe generator needed to be replaced. The tse asked the csr if they have a force triad generator to complete the procedure. The csr connected a valleylab generator, and the surgery was completed with no reported injury.